Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Troubleshooting performed and pump appeared to be operating normally. Customer's family member stated the customer may not be using correct infusion set for their body type.